Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. The service engineer (se) inspected the device and confirmed the reported issues. The se replaced the battery and gas delivery system (gds) and the ventilator passed all testing.

Event description:
It was reported that the ventilator generated a machine pressure sensor error code and the fan was cycling during battery charge. No patient involvement. Event date not specified; estimate used.